Manufacturer narrative:
Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary artery graft site to support the 60 year old male patient who had been admitted in with plan for heart valve surgery and developed post cardiotomy cardiogenic shock, presenting in scai stage c shock. The patient was on extra corporeal membrane oxygenation (ECMO) and a vent for respiratory need prior to the support. Other underlying medical history was not shared. The 5.5 was supporting the patient with success for 19 days when it was explanted. The pump was seen to have thrombus burden attached to it at the time of explant. The patient also suffered speech issues with the explant, and the team attributed this to embolic material. In case review the patient reportedly has a hypoplastic cervical artery as an additional diagnosis. Of note the patient was anticoagulated with argatroban, and according to the physician, the partial thromboplastin time (ptt) was consistently 70 seconds or higher throughout the entire period. The neurological outcome is not known at this time. Of note, the use of 19 days is beyond the 5.5 pump's indicated use.

Manufacturer narrative:
Additional information was received and confirms the patient¿s outcome following impella support. The patient was successfully weaned from support, and the pump was explanted with a survived outcome (d6b explant date with d6a implant date have been repopulated).

Manufacturer narrative:
Updated information: d6b explant date updated.

Manufacturer narrative:
Additional information: the device was discarded and will not be returned.